Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited a noisy image, the object was not visible. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h3, h4, h6, and h11. Correction to d5. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was caused by a faulty video socket. However, the cause of the faulty video socket was not established. Olympus will continue to monitor field performance for this device.